Event description:
The ventilator sounded a "high priority" alarm. The touch screen was frozen and none of the buttons on the front of the ventilator were functioning. Manual ventilation was started on the patient. A replacement ventilator was set up, and the patient was placed on the new ventilator at the previous ventilator settings. The patient remained stable throughout this event with no change in vital signs. The ventilator was removed from service.